Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as a pd infection. The cause of the peritonitis was unknown. The patient was hospitalized for the event and was treated with vancomycin for the event (no further details). Pd therapy was ongoing during hospitalization. At the time of this report, the patient outcome was not reported. No additional information is available.